Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical department from the main theatre with a report of "bolus button not working. Button on machine or remote button do not activate the pump". No tracking information was provided; therefore, specific pt information, pump programming or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device intermittently did not deliver a does when the button on the bolus cord was pressed; however, the device did deliver a dose when the bolus button on the device was pressed. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.